Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display. The customer's blood glucose reading was 80 mg/dl at the time of incident. Troubleshooting found that the pump alarmed unexpected restart and advised the customer to monitor the pump however, the customer declined any further troubleshooting.